Manufacturer narrative:
The product was returned and evaluated. The results of the return evaluation are: controls, connector unplugged/loose.

Event description:
Dealer is stating that the unit led lights are not working. No other information provided.